Event description:
The pump was evaluated and found to have a damaged circuit board.

Manufacturer narrative:
The distributor reported that the pump exhibited excessive noise during rewind, the pump was returned to animas for eval. Eval revealed a damaged circuit board.